Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches and burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool during the explantation procedure. The device interrogation revealed the battery status eri since (B)(6) 2013, the day of the reinitialization as mentioned in the complaint description. The analysis of the pacemaker's memory content did not show any anomalies and the current consumption was found to be normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was implanted for 56 months. The amount of charge taken from the battery was investigated. The battery condition was found to be anticipated. It is reasonable to assume that the battery status eri was triggered after the reinitialization due to programmed high current parameters in the right ventricle. This is expected when the battery is nearing the eri level. In summary, the pacemaker was fully functional. The battery status eri was anticipated.

Event description:
During routine f/u device presented to be in back-up mode and device was reinitialized. Pt has been recently spending frequent time in the hospital as her husband is a pt, however she is not aware of any recent sources of emi. Told the rep to reprogram the device and perform a full f/u. Rep called back shortly and stated the reinitialization had triggered the device to trip eri. The device was changed out on (B)(6) 2013.